Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient raised stimulation to 5.2, but felt as though it was "thumping" on her rectum and vagina. Additionally, the patient reported that they broke their back and could not sleep because their could not take pain medication and that this was traumatic. At the time of the call the patient was taking antibiotics for an infection. Finally the patient indicated that they currently had diarrhea and previously had colon cancer. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.